Manufacturer narrative:
Other, other text: one device in good condition was returned for investigation. Visual inspection was performed. Visual inspection found that the reported problem could be duplicated as there were two leds missing from the pcb. The most probable cause would be forcing the front cover on without lining up the leds to the openings in the front cover. One the pcb was replaced the device functioned as intended. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was last serviced about a year ago in apr 2022 where the pcb board was replaced to specification. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the warmer lcd lights are not working.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.